Event description:
Allegedly, patient was revised due to : elevated blood cobalt and chromium ion levels; large fluid collection; metallosis and pseudotumor; brownish red fluid; fibroadipose tissue; reactive synovium and fibrosis; focal scattered histiocytes and foreign body giant cell reaction:-left

Manufacturer narrative:
This is the same event as 3010536692-2015-01367.